Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise oversensing causing inappropriate mode switch. No intervention was performed. The patient was in stable condition and will continue to be monitored.